Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug eluting stents were implanted in the 1st obtuse marginal. Approximately 5 months post procedure, patient suffered end stage renal disease which was treated with blood transfusion, peritoneal dialysis and medication. Patient recovered. Cec adjudicated a non q wave mi (vessel unknown), 3rd udmi spontaneous. Investigator and sponsor assessed event is not related to device or anti platelet medications.